Event description:
It was reported that during a transcatheter heart valve procedure, a 26 mm evolut pro valve was implanted, and the patient experienced paravalvular leakage. Intraoperative ultrasound was used to assess valve fit and leakage. The surgical team determined that a 29 mm valve would more effectively fit the calcified area of the valve leaflet, so the 26 mm valve and delivery system were explanted and replaced with a 29 mm valve and delivery system. The operation was reported as a complete success.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0012635376); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the 26 mm valve was not fully implanted. The valve was subsequently recaptured and withdrawn from the patient because the valve could not "stick" to the calcification on the native valve leaflets. Additionally, the paravalvular leak (pvl) remained severe, so it was decided to upsize to a 29 mm valve.